Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in the moderately calcified and moderately tortuous distal right coronary artery. A non-bsc guide wire was advanced and crossed the lesion. Next a 2.5x15mm emerge balloon catheter was used to dilate the lesion, however, the balloon ruptured at nominal pressure. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).